Event description:
It was reported that a pt had edema "over the past several months". It was noted that the pt's creatinine level was low, and that minor traces of thc was found in his urine. The pt was attempting to find an alternate physician to refill his pump, or otherwise potentially use oral medications to relieve his symptoms. Dilaudid was being administered by the pump, and it was noted that this medication was considered "off-label". Concentration or dose rate was not reported. It was indicated that during the last refill session, about a month ago, they withdrew 3/4 of what was put in the pump. A physician had initially put the pt on a 30 day refill cycle due to relief issues. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4)